Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoir. Performed pre-fill reservoir test per (B)(4). Reservoirs failed per inspection. Transfer guards occluded, also found transfer guard needle not center.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 103 mg/dl. The customer would draw insulin into reservoir, but couldn't when pressing plunger, it would not infused into the quick set. The customer stated it appears it was defective reservoir. Customer took another reservoir and it worked fine.